Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer lost the wall adapter to charge the pump and used the computer (pc) to charge the pump. Reportedly, the pc was not charging the pump. A replacement wall adapter was sent to the customer and a follow up indicated that the pump successfully charged with the new wall adapter. There was no impact to the customer's blood glucose level.